Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The target lesion was located in an arteriovenous graft (avg) shunt in a severely calcified forearm vessel. A 5fr non bsc sheath was placed and a 7.0x40,75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated 4 times at 20 atmospheres on each inflation however on the fifth inflation at 18 atmospheres for 5 seconds, a "bang" sound was heard. The balloon was deflated and blood regurgitated into the inflation device. The physician then determined that the balloon had ruptured. An attempt was made to withdraw the device back into the sheath however the device came in contact with the distal end of the sheath and the device was unable to be removed. Surgery was then performed to remove the device and the graft together. Grafting was performed and the procedure was finished. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned inside a 5fr introducer sheath. The distal end of the introducer sheath was damaged. A visual examination of the returned device identified a circumferential tear in the balloon material. The balloon circumferential tear was located at 32mm distal from the proximal balloon sleeve. The distal end of the balloon was bunched and damaged. The device was unable to be removed from the introducer sheath due to the balloon damage. During analysis, the inner was cut and the shaft was removed from the introducer sheath. Inner kinks (underneath the balloon) were noted. There were shaft kinks along the entire length of the device. There were no issues noted with markerbands on the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulties occurred. The target lesion was located in an arteriovenous graft (avg) shunt in a severely calcified forearm vessel. A 5fr non bsc sheath was placed and a 7.0x40,75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated 4 times at 20 atmospheres on each inflation however on the fifth inflation at 18 atmospheres for 5 seconds, a "bang" sound was heard. The balloon was deflated and blood regurgitated into the inflation device. The physician then determined that the balloon had ruptured. An attempt was made to withdraw the device back into the sheath however the device came in contact with the distal end of the sheath and the device was unable to be removed. Surgery was then performed to remove the device and the graft together. Grafting was performed and the procedure was finished. No patient complications were reported and the patient's status was good.